Event description:
The account alleged the brakes would not hold. No injury reported.

Manufacturer narrative:
The account stated the detent assembly had vailed due to damage. The account replaced the brake detent assembly to resolve the issue.